Event description:
The health care provider (hcp) reported, the patient fell while on a trip and was admitted to a rehabilitation facility in a different state, the day of the report. The patient was in a confused state. Per the hcp before, the patient left for vacation, the patient's pain was completely controlled; no pain and the patient was not in a confused state. It was noted that early on in her titration, the patient had some confusion but had since cleared up. The managing hcp in california was concerned that the pump would run dry while the patient was recovering; refill appointment was on (B)(6) 2012. On (B)(6) 2012 it was additionally reported that the patient was currently in an altered state. The patient was on a microdose. The pump delivered morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported that the patient was "fine" and that she was last seen on (B)(6) 2012 for a pump adjustment. It was indicated that the patient's next "full" visit was scheduled for (B)(6) 2012 with a different provider since the other 2 providers were no longer working at that office.

Manufacturer narrative:
Catheter, model # 8709sc, serial #(B)(4), explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter.